Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On 29-jul-2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced general physical health deterioration ("state of health deteriorated sharply"). The patient was treated with surgery (laparotomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and general physical health deterioration outcome was unknown. The reporter considered general physical health deterioration and medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. On 24-mar-2021: ha number received: r2105558. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced general physical health deterioration ("state of health deteriorated sharply"). The patient was treated with surgery (laparotomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and general physical health deterioration outcome was unknown. The reporter considered general physical health deterioration and medical device removal to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, this case will be deleted from bayer pv database. Nullification reason: duplicate case (the patient of this case is the same as in the case (B)(4)). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced adverse event ("state of health deteriorated sharply"). The patient was treated with surgery (laparotomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.